Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increases in the shock impedance. Physician decide to check if other measurements were abnormal. No abnormal measurements were encountered. Reasonable evidence suggest that this is an expected behavior of the lead and calcification is suspected. Additional information confirmed that after the lead limit was reprogrammed, high out of range impedance were exhibited. Physician decided to changed the upper limit again. On (B)(6) 2021, this rv lead was surgically abandoned and a new system was implanted. No additional adverse patient effects were reported.